Manufacturer narrative:
Date of event and therapy date are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-13050. It was reported that the patient experienced uncomfortable therapy. As a result, the system was explanted to address the issue. The patient's lead also has high impedance as documented in manufacturer reference number 1627487-2019-13046.